Event description:
Instrument failure - upon cup insertion, the inserter tip broke off in the cup.

Manufacturer narrative:
To date the drill bit has not been returned for investigational review as outlined in the sales policy after issuance of the return product receipt (rpr). This event occurred during surgery near the patient. There was another suitable device available, the incident did not cause a delay in surgery, surgery was completed as intended, there was no risk or adverse event reported and the instrument was inspected prior to surgery and was found to be acceptable. A review of the device history record (DHR) revealed no discrepancies or issues with the manufacturing history of this part. Customer complaints review showed no previous complaints, instrument was a special, but there were no indications that this instrument had a design or material deficiency. The root cause for the initial problem cannot be determined with confidence as the instrument was not returned for investigational review. Instruments are subjected to heavy use/misuse/wear and care must be taken to avoid compromising their performance. No further evaluation can be made for this event.